Event description:
Report received that the end user has experienced a red rash to the skin under the tape collar. The end user changes the wafer every 2 or 3 days. Reviewed crusting technique with then end user and recommended alternate products for future use. The patient subsequent outcomes was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.